Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that three clips were delivered simultaneously. The clips were malformed. There was no pt consequence. Add'l info received on 4/2/97. It was clarified that the procedure was completed with a new device.